Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that during attempted implant the right ventricular exhibited no sensing. An attempt to reposition several times was unsuccessful. The lead was not used and replaced. The patient's condition before, during and post procedure was stable.